Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported no irrigation during a surgical procedure. The procedure was completed with no patient harm. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The company service representative performed tests and inspected the system, but did not observe system message (sm) [fault ¿ 1006. Call field service] during service. The company service representative noted that the customer connects the system to the electrical network through an extension without grounding, which causes noise and could generate the sm reported. The company service representative recommended to the customer to purchase a new standard power cord for replacement for the current one or attach an adequate extension. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).